Event description:
It was reported that pump experienced malfunction. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by customer administering correction insulin by injection using multiple daily injections, and did not require assistance from any third party. Technical support identified malfunction code, guided customer through pump reset procedure, confirmed that malfunction did not recur after reset, advised customer that pump use could continue, and instructed caller to contact support again if malfunction code returned.